Manufacturer narrative:
Complainant street address: (B)(6). Contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a foreign material was detected inside the sterile packaging, suggestive of hair. The package had not been opened. The products were not used on patient. Photographs depicting the issue were received from complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed with no discrepancies. Affected amount: 1pc. Foam lite 15x15cm was manufactured under sap code (B)(4) and manufacturing lot number 0b04684. Lot # 0b04684 was sterilized under lot 2471928 and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. The production process, in process, testing and packaging of products was run in accordance with pi12-151 ver.31.0 for machine circle. Visual inspection in accordance with tm-002 was completed at the start of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0b04684. This is the only complaint for the affected lot registered within tw8.7. 5 photographs have been received for this issue and have been evaluated in accordance with wi-0359. The photographs confirm the product, batch number, expiry information and the complaint issue of a hair in the sachet. Event 1439451 was opened. No root cause investigation was required as this was a gmp issue. The operators for the affected line have been made aware of the complaint and have completed refresher training on gmp as well a gmp assessment. The event is now closed with no further action required. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.